Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer removed and the cartridge and reloaded it onto the pump, and the alarm was cleared. Reportedly, there was insulin on the vents and customer saw a drop of insulin on the back of the pump. Customer was advised to change out the cartridge. Customer had elevated blood glucose levels (200-300 mg/dl). Customer delivered a correction bolus and stated blood glucose levels have stabilized.

Manufacturer narrative:
The failure investigation has been completed. The reported leaking cartridge issue was unable to be confirmed. There was no cartridge returned for evaluation.